Event description:
The end user alleged that the scooter stopped working (B)(6). The edn suers stated she charged the scooter to the point it says fully charged and when she turns the key, it just blikns and doesn't work. She claims the chair tipped over in the past. This caused bruising to the patient.